Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3 ml ls had foreign matter. Complaint from macau. The customer complained that foreign body was found inside the tip of the syringe.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Based on the ftir results, the brown fm likely to be protein - zein purified. Zein purified is a class of prolamine protein found in maize. It is usually manufactured as a powder from corn gluten meal. Review manufacturing process there is no process that can introduce this type of fm. Since the returned sample has been opened prior for investigation, it is no longer in the condition which product was ship out. Hence, the root cause could not be determined.

Event description:
Complaint from macau. The customer complained that foreign body was found inside the tip of the syringe.